Manufacturer narrative:
This follow-up report is being filed to correct information that was reported in error on a previous medwatch. Corrected data: there has been no reported revision procedure to date.

Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6) 2009. Subsequently, patient allegedly has not been able to bend her knee completely and experiences pain and swelling possibly due to an allergic reaction. There has been no reported revision procedure to date.

Event description:
It was reported that the patient underwent right total knee arthroplasty on (B)(6) 2009. Subsequently, patient allegedly has not been able to bend her knee completely and experiences pain and swelling possibly due to an allergic reaction. There has been reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿inadequate range of motion¿ and ¿postoperative bone fracture and pain¿.